Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite. Vyaire medical determined root cause as due to insp block - defective inspiration valve nt.

Manufacturer narrative:
(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and verified the correct blower configuration. A full functional test was performed following vyaire service procedures and the unit passed all tests. The unit was left running to duplicate the reported error but the problem couldn't be duplicated. The unit worked with no issues. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having alarm 401 - inspiration valve or device leaky. Furthermore, there was no patient associated with the event.